Event description:
Rptr with silicone breast implants reports; irritable bowel syndrome, recurrent uri's, insterstitial cystitis, allergies, food sensitivities, dry eyes and mouth, joint and muscle pain, "neurocognitive dysfunction, focal motor seizures, chronic fatigue immune deficiency syndrome and "mcs".